Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:52:44. During night drain cycle six, the patient's ultrafiltration reading was 1801 ml, indicating the home patient drained 1801 ml more than their maximum programmed fill volume of 2300 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The homechoice device received a returned instrument testing evaluation.  This evaluation included functional testing of the device. A visual inspection was performed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a supplemental report will be submitted.